Event description:
A report was received that the patient was experiencing knife-like shooting sensation through the arms from the leads which was placed in the shoulder. The patient underwent a procedure where the leads were explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-70, serial#: (B)(4), description: infinion70 cm lead kit.

Event description:
A report was received that the patient was experiencing knife-like shooting sensation through the arms from the leads which was placed in the shoulder. The patient underwent a procedure where the leads were explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.